Manufacturer narrative:
The t:slim user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies to address the occlusion alarms and resumed insulin. Customer also reported using cartridge for more than three days. Tandem customer technical support informed customer that novolog is only labeled for three days use in the cartridge, per the user guide. Customer¿s blood glucose level was 324 mg/dl.